Manufacturer narrative:
The investigation confirmed the damage sustained on one of the posts. It should be noted the spring is still attached to the post. Care needs to be used when assembling these connections, as damage may occur resulting in the type of failure seen here. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. The failure of the device did not cause any delay to surgery, and the spring has not become detached. The whereabouts of the piece is unknown as the point of failure is unknown. A complaints search identified previous complaints received however due to no patient harm or delay to surgery has been encountered no further actions have been identified. It should also be noted that this issue will be further monitored in post market surveillance. The complaint shall be closed with an undetermined conclusion and entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
There was a chip out of the plastic connection that the shims attach to (this part is surrounded by the balseal). No adverse event reported.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.